Event description:
It was reported that wound drain tube was not able to drain. So another one was opened and drained as normal. It was reported that the five bottles were used in one case, three of the wound drain which did not work for drainage. They reported a problem with lot#ngjn0817. Three bottles of the same lot were used in this case.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first one shows a top view of a round channel silicone drain. The next two photos zoom in to both ends, the round drain and the tube. Received 1 wound drain. Connected the tube to an inhouse suction accessory and submerge the round drain in methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), suction was performed with no issues. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wound drain tube was not able to drain. So, another one was opened and drained as normal. It was reported that the five bottles were used in one case, three of the wound drain which did not work for drainage. They reported a problem with lot#ngjn0817 in pir44095194. Three bottles of the same lot were used in this case.